Manufacturer narrative:
Result: device subassembly = water bath. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. It was determined that there were abnormal pipetting alarms that occurred during the time frame of the erroneous results. Since applications with 2ul sample volume were primarily affected, it is assumed that there was a disturbance during sample pipetting caused by a blocked/contaminated sample probe. The issue did not reoccur after the field service representative visited the laboratory.

Event description:
The customer called on (B)(6) 2014 stating that they have had several occurences of samples resulting with "0" results which repeat with "normal" results on multiple assays. The customer was asked, but could not provide any specific details surrounding the issue at that time. The customer believed there was a sampling issue and requested service. The customer called back on (B)(6) 2014 and provided examples for two patient samples that had the issue. Of the two examples provided, one had an erroneous result that was reported outside of the laboratory for glucose hk (glucose). The sample initially resulted as 5.3 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and it resulted as 81 mg/dl. The repeat result was believed to be correct. The user noticed the mistake and corrected the result within five minutes. The patient was not adversely affected. The glucose reagent lot number was 68447901 with an expiration date of 09/30/2014. The field service representative determined that there was foam in the bath. The cell blank failed due to foam in the bath. He cleared the issue and then ran a cell blank and photometer check. He checked sampling alignments, made corrections to the alignments, and checked dispense volumes; all were within specifications. The customer ran quality controls and all results were within specifications.